Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09sep2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that orange foreign matter was found in the barrel of the bd ultra-fine¿ insulin syringe after extracting growth hormone from the vial. The following information was provided by the initial reporter: "orange foreign matter is inside the barrel... It is fiber type orange material. It is reported that after extracting the growth hormone form the vial for drug administration using a syringe, an orange foreign substance was observed in the syringe barrel."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that orange foreign matter was found in the barrel of the bd ultra-fine¿ insulin syringe after extracting growth hormone from the vial. The following information was provided by the initial reporter: "orange foreign matter is inside the barrel. It is fiber type orange material. It is reported that after extracting the growth hormone form the vial for drug administration using a syringe, an orange foreign substance was observed in the syringe barrel".